Event description:
It was reported that the syringe 20ml e/t precise experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: one of our theatre anaesthetists found one of the 20ml precise syringes that has dirt around the tip of the syringe, luckily it was discovered in time! The item has been returned to my office, the complete batch has been taken out of theatre. We have isolated the stock of the same batch number in our stores (11 boxes).

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 6/9/2020 h.6. Investigation: one photo and one sample were received by our quality team for evaluation. Foreign matter was observed on the syringe tip, verifying the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The molding operation and assembly operation was reviewed. The molded barrel is transferred from the molding operation to the assembly operation via an overhead conveyor. The foreign matter could have transferred to the syringe tip during this process if the product stuck to the overhead conveyor gap between the belt and side guide. The overhead conveyor has been modified to prevent stuck barrels and rubbing against the side guide. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 20ml e/t precise experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: one of our theatre anaesthetists found one of the 20ml precise syringes that has dirt around the tip of the syringe, luckily it was discovered in time! The item has been returned to my office, the complete batch has been taken out of theatre. We have isolated the stock of the same batch number in our stores (11 boxes).